Manufacturer narrative:
Device was used for treatment, not diagnosis. Kim, j., lee, h., shin, d., kim, k. And yoon, d. (2012) correction of coronal imbalance in degenerative lumbar spine disease following direct lateral interbody fusion (dlif). Korean j spine, volume 9(3):176-180. This report is for unknown - chronos strip (-tricalcium phosphate)/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Unknown (implant/explant date). (B)(4). Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kim, j., lee, h., shin, d., kim, k. And yoon, d. (2012) correction of coronal imbalance in degenerative lumbar spine disease following direct lateral interbody fusion (dlif). Korean j spine, volume 9(3):176-180. The purpose of this article was to evaluate surgical outcome and complications of direct lateral interbody fusion (dlif) for degenerative lumbar spine disease. This retrospective analysis occurred between may 2011 and february 2012. The study included eight (8) patients that included two (2) men and six (6) women with a mean age of 65.8 (range: 51-76) years. The mean follow-up period was 3 months. This is report 1 of 1 for (B)(4). This report is for an unknown - chronos strip (¿-tricalcium phosphate) and refers to two (2) unknown patients who developed motor weakness, and four (4) unknown patients who experienced postoperative thigh paresthesias or dysesthesias.